Event description:
Estech hercules retractor broke during open heart procedure. Dr. (B)(6) noted 4 small pieces were outside the wound on the blue towel. Dr. (B)(6) also present. Retractor retrieved off the surgical field along with the 4 loose pieces and sequestered in container. Incident reported to nurse manager immediately. She came to the room and situation explained to her by rn. She came back later and retrieved the device to transport to sps for decontamination and to keep for incident reporting process. Chest x-ray taken per protocol to confirm no pieces were left inside the chest. Negative results given to dr. (B)(6), (B)(6) resident by dr.(B)(6). Radiologist. Patient appears to suffer no untoward effects at this time. Incident and negative x-ray results reported to ICU rn. FDA safety report ID # (B)(4).